Manufacturer narrative:
Device evaluation summary: device evaluation of electrode belt (B)(4) has been completed. The reported problem (adjust belt messages, call ambulance messages) has been confirmed. Upon evaluation the trunk cable connector was broken on the belt. The cause for the broken connector cannot be positively identified but was likely the result of excessive force. No adverse event resulted from the broken connector. The pt received a replacement electrode belt.

Event description:
A (B)(6) male pt's health aide contacted zoll customer support to report that the pt was receiving constant ongoing alarms to check belt and then received call ambulance messages. The pt was issued a replacement electrode belt.